Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a revaclear 300 apac had foreign matter inside the dialyzer. This was observed before patient use. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
The actual device and two photographs were received for evaluation. The visual inspection of the provided photos shows particulate matter in the header cap. No damage or crack was visible. Visual inspection by naked eye of the device shows particulate matter injected in the header cap. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.